Event description:
It was reported that prior to the transcatheter aortic valve replacement (tavr) procedure, there was no pre-implant balloon aortic valvuloplasty (bav) performed. As a general precaution, the antibiotic vancomycin was administered. During the attempted implant of this 26-millimeter (mm) transcatheter bioprosthetic aortic valve with this delivery catheter system (dcs), ¿the valve was not anchoring properly, so another size was used.¿ the system was removed from the patient. Another dcs and valve were loaded. The replacement 29 mm transcatheter bioprosthetic aortic valve was implanted without report of complications. Following the procedure, the patient had an allergic reaction after receiving the preventative, pre-procedure vancomycin. The patient was treated with diphenhydramine and dexamethasone. Per the physician, the allergic reaction to vancomycin was not related to the valve but was possibly related to the procedure. The allergic reaction to vancomycin resolved the same day. One day following the implant of the valve, an increase in creatinine was noted. The preoperative creatinine was 1.48 milligrams of creatinine to a deciliter of blood (mg/dl). The post-operative measurement was 2.04 mg/dl, and the following day it was trending downward to 1.96 mg/dl. Per the physician, the increased creatinine value was probably related to the valve and to the procedure. No treatment was provided for the increased creatinine values, and it resolved three days after the valve implant procedure.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; explant date section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date ; explant date brand name evolut fx compression loading system (cls); product ID l-evolutfx-2329 (lot: 0012358654); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the allergy to vancomycin wasnot known prior to the valve implant procedure. The anchoring issue was further described as valve dislodgement. Per the physician, the valve was attempted to be deployed multiple times. The valve would embolize, in the direction of the aorta, when the dcs deployment approached 80%. Prior to dislodgement, the attempted implant depths on the non-coronary cusp (ncc) and left coronary cusp (lcc) varied from 2 millimeter (mm) to 8 mm. The valve was recaptured multiple times, and the system was removed without any adverse patient effects. The larger valve was implanted without any complications. It was noted that the patient¿s anatomy was borderline, and the size of the annulus was between valve sizes.